Manufacturer narrative:
Date sent to the FDA: 10/10/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted the previously placed mesh was essentially wadded up at the site of the defect. Adhesions were freed and the mesh was removed. It was reported that the patient experienced severe pain, nausea, diarrhea, drainage, inflammation and loss of appetite. No additional information was provided.